Manufacturer narrative:
Continuation of d10: product ID 8785 lot# n714175; implanted: 2(B)(6) 2018; product type catheter product ID 8780; serial# (B)(6); implanted: (B)(6) 2018; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6) ubd: 06-apr-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient's doctor found out that they "might have a granuloma on the tubing". The patient had issues with proper dosage of medication "and a few issues". When asked for an event date, the patient stated "potentially for at least a year". It was noted that the patient's doctor retired and they were supposed to be seen in six days, but they did not have a doctor yet due to insurance issues and their "specific needs with my disabilities".